Event description:
Related manufacturer reference number: 3006705815-2022-16676; 3006705815-2022-16674. It was reported that the patient's ipg voltage shows below 2.73v. It is unknown if the ipg depleted prematurely. Additionally, it was reported the patient has high lead impedances. In turn, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the ipg and leads were explanted and replaced to address the issue.